Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had station on fatal error. The field service engineer replaced the drawer slide and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a jammed drawer. The customer stated that the drawer stuck, cannot be opened fully. The customer tried to recover but unsuccessful and the issue is still persistent. There were no adverse events or injuries reported based on this event.